Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the 29mm sapien 3 case by tf approach in aortic position, the patient had severe vessel tortuosity and the procedure done with an amplatz super stiff wire. While pushing the commander and valve through the e-sheath, it seemed as if the commander torqued and kinked. Then during valve alignment, the balloon bulged in front of the valve. The valve was placed in the native valve but when starting with valve deployment, it did not inflate at all. The balloon must have ruptured. The commander was pulled back into the right iliac artery. Retrieval of the valve back into the e-sheath was not possible. From the left side, a new puncture was placed and a 29mm sapien 3 valve successfully implanted. Afterwards, the commander which was placed in the right iliac artery was surgically removed. The patient was doing okay post procedure.

Manufacturer narrative:
The inflation balloon with crimped valve was returned to edwards lifesciences for evaluation after being used in the procedure. Cine was provided by the complaint site for evaluation. The patient had tortuous access vessels. Cine from valve alignment was reviewed and showed that valve diving occurred and valve alignment was performed in a non-straight section of the aorta. Additionally during valve alignment, the valve appeared to ¿jump¿ forward suggesting some tension build-up and release occurred during alignment. Cine of device withdrawal was also evaluated and showed that the flex shaft was not pushed against the proximal end of the valve prior to withdrawal. Some imagery showed bent valve struts, which is evaluated in a related complaint. The returned delivery system was visually inspected for any abnormalities. The nose tip bent was likely due to returned packaging. The balloon wings were flared out, and multiple struts were bent outward on the valve. Some imagery showed bent valve struts, which is evaluated in a related complaint. No functional testing was able to be performed due to the condition of the returned device. No dimensional testing was able to be performed due to the condition of the returned device. DHR review was performed for the components that are the most relevant to this complaint event. A prd was opened to address 7 of 22 nonconforming samples during receiving inspection of the molded slider. It was identified that the inspection procedure was not clearly defined in the router. The inspection method was revised and all samples were re-inspected and met the sort acceptance criteria. The lot was released for production use, thus should have not have contributed to the reported complaint events. These work orders did not reveal any issues that could have contributed to the reported complaint events. A lot history review of the related work order was performed and revealed no other similar complaints relating to ¿delivery system ¿ kinked, bent¿ and ¿delivery system ¿ withdrawal difficulty valve, through sheath¿. One similar complaint was found for ¿delivery system ¿ difficulty with valve alignment¿ and ¿balloon ¿ torn¿. A review of complaint history from november 2016 to october 2017 for the edwards commander delivery system (all sizes) revealed other returned complaints for ¿delivery system ¿ kinked, bent¿. A review of the complaint history revealed that the occurrence rate did not exceed the october 2017 control limit for the trend category of ¿kinked, bent.¿ a review of complaint history from november 2016 to october 2017 for the edwards commander delivery system (all sizes) revealed other returned complaints for ¿delivery system ¿ difficulty with valve alignment¿. A review of the complaint history revealed that the occurrence rate did not exceed the october 2017 control limit for the trend category of ¿valve alignment difficulties¿. A review of complaint history from november 2016 to october 2017 for the edwards commander delivery system (all sizes) revealed other returned complaints for ¿balloon - torn¿. A review of the complaint history revealed that the occurrence rate did not exceed the october 2017 control limit for the trend category of ¿damaged¿. A review of complaint history from november 2016 to october 2017 for the edwards commander delivery system (all sizes) revealed other returned complaints for ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿. A review of the complaint history revealed that the occurrence rate did not exceed the october 2017 control limit for the trend category of ¿withdrawal difficulty¿. IFU and prepping manual were reviewed for instructions involving commander preparation and use. No IFU/training deficiencies were identified. During manufacturing, the commander delivery system components and assembled delivery system underwent multiple 100% inspections. The commander delivery system is leak tested to ensure that there are no holes or leaks in the inflation lumen of the balloon. Post leak test, the balloon covers and inflation balloon are inspected for any damage. During manufacturing, the commander delivery systems are 100% inspected by manufacturing and quality for collet engagement (ability to lock), mechanical damage (e.g. Kinks, cuts), assembled device dimensional inspections (distal end of flex tip to distal end of color band; distal end of nose tip to distal end of flex tip; distal end of nose tip to distal end of balloon shaft), collet/shaft clearance to ensure that the collet does not interfere with the movement of the balloon shaft, fine adjust function, and surface damage. Furthermore, all manufacturing lots undergo product verification (pv) testing on a sampling plan. All product verification testing passed for the related work order. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿delivery system - kinked, bent¿ was unable to be confirmed while the complaints for ¿delivery system ¿ difficulty with valve alignment¿, ¿balloon ¿ torn¿ and ¿withdrawal difficulty ¿ valve, through sheath¿ were confirmed based on imagery review and the condition of the returned device. No manufacturing nonconformities were identified on the returned device, and a review of the complaint history, DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing issue contributed to the complaint. Further, a review of the IFU and training materials revealed no deficiencies. Patient factors such as calcification and/or tortuosity can create a difficult path for the delivery system during insertion. The angle of sheath and/or delivery system insertion can also cause an increase in resistance felt while inserting the delivery system. This may lead to excessive force while attempting to advance the delivery system which can lead to bending of the flex catheter. Imagery review showed that the patient¿s access vessels were tortuous, which could have contributed to any kinking or bending of the delivery system. Therefore, available information suggests patient factors (tortuosity) contributed to the event. However since only part of the delivery system was returned for evaluation (inflation balloon to nose tip) and the provided imagery did not include any evidence of delivery system kinks or bends, a definite root cause could not be determined. If tension builds in the delivery system prior to and/or during valve alignment, the forces required to pull to align the valve and perform fine adjustment can increase. Navigation through tortuous anatomy and unintentional torqueing of the system can both lead to an increase of tension in the system, ultimately increasing the difficulty of valve alignment. Imagery provided by the site confirms that there was tortuosity present in the patient¿s anatomy. One indicator that the system is under tension is if compression is noted along the flex shaft during alignment. The training provides tips for how to correct for compression, including pushing the balloon catheter forward or reversing the fine adjustment wheel briefly. The goal of these processes is to relieve tension in the system in order to facilitate additional valve alignment. The imagery review revealed that during use of the fine adjustment wheel during valve alignment, the valve appeared to jump, which was likely caused this build-up of tension. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces while attempting valve alignment in a kink fixture. Imagery review revealed that the valve did not remain coaxial against the flex tip/balloon during valve alignment. Also, valve alignment was performed in a non-straight section of the aorta. Both factors likely contributed to high alignment force which caused difficulty with valve alignment and potentially contributed to structural weakening around the inflation and crimp balloon bond. Inflating the balloon could then cause a full rupture of the weakened area during valve deployment. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment. It was noted that ¿during valve alignment, the balloon bulged in front of the valve¿, which could be a result of residual volume pushing to the distal end of the inflation balloon during valve alignment. This potentially larger balloon profile along with high alignment forces could have contributed to valve alignment difficulty and damage to the balloon. Available information suggests that patient and/or procedural factors likely contributed to the complaint event. It is likely that the withdrawal difficulty was attributed to patient/procedural factors. The imagery review confirmed there was difficulty withdrawing the crimped valve through the sheath. The patient¿s tortuous vessels continued to create challenging angles for navigation of the devices. Additionally per training manual, the flex tip should be flush with the proximal end of the valve before retrieval into the sheath, which was not the case during the withdrawal attempt through the sheath. As such, patient and/or procedural factors (tortuosity/device configuration prior to withdrawal) likely contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product nonconformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the complaint control limit for the applicable trend category, a product risk assessment (pra) is not required. For the torn balloon, a pra was previously initiated for further assessment of the issue per management discretion. The complaint for ¿delivery system ¿ kinked bent¿ was unable to be confirmed based on imagery review and returned device condition but no potential manufacturing non-conformances were identified. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rate did not exceed the october 2017 control limit for the trend category ¿kinked, bent.¿ therefore, no corrective or preventative action is required. The complaint for ¿difficulty with valve alignment¿ was confirmed based on returned sample and provided imagery. No potential manufacturing non-conformances were identified. Available information suggests that patient/procedural factors may have contributed to the events. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rate did not exceed the october 2017 control limit for the trend category ¿difficulty with valve alignment.¿ therefore, no corrective or preventative action is required. The complaint for ¿balloon - torn¿ was confirmed based on visual inspection but no potential manufacturing non-conformances were identified. Available information and the condition of the device suggest that patient and/or procedural factors may have contributed to the events. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rate did not exceed the october 2017 control limit for the trend category ¿balloon - torn.¿ therefore, no corrective or preventative action is required. However due to the high criticality level for this failure mode, a pra was previously initiated for risk assessment and consideration for further escalation. The complaint for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ was confirmed based on visual inspection but no potential manufacturing non-conformances were identified. Available information and the condition of the device suggest that patient and/or procedural factors may have contributed to the events. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rate did not exceed the october 2017 control limit for the trend category ¿delivery system ¿ withdrawal difficulty.¿ therefore, no corrective or preventative action is required.